Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('left essure coil had migrated out of her fallopian tube') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("increasingly severe pain / chronic pelvic pain"), medical device discomfort ("increasingly discomfort"), heavy menstrual bleeding ("heavy menstrual bleeding"), back pain ("chronic back pain"), abdominal distension ("abdominal bloating") and tooth disorder ("dental problems"). At the time of the report, the device dislocation, pelvic pain, medical device discomfort, heavy menstrual bleeding, back pain, abdominal distension and tooth disorder outcome was unknown. The reporter considered abdominal distension, back pain, device dislocation, heavy menstrual bleeding, medical device discomfort, pelvic pain and tooth disorder to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram pelvis (B)(6) 2015: impression: persistent 4.3 cm mildly complex right paraovarian cystic structure corresponding to the previous CT of (B)(6) 2015 and recent ultrasound. Continue follow-up to resolution is recommended. Mild free fluid in the posterior cul-de-sac. Bilateral essure devices in place. Heterogeneous fibroid uterus. Normal appendix. Ultrasound pelvis - on (B)(6) 2015: 1. Limited examination, particularly of the right oval}'. Questionable right paraovarian mass. This should be further evaluated with contrast-enhanced CT. Essure device noted in the right fallopian tube but not the left. Heterogeneous fibroid uterus. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: reporter and lab test added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.